Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: medicine (baltimore). 2025 apr 18;104(16): e42152. Doi: 10.1097/md.0000000000042152. Pmid: 40258765; pmcid: pmc12014116. Https://doi.org/10.1097/md.0000000000042152.

Event description:
Successful treatment of gastropulmonary fistula in a patient with gastric diverticulum: a case report. The aim of this study is to present a case of a 61-year-old male patient visited the emergency room due to abdominal pain and concurrent hematemesis that started 2 days prior. This case discussed the successful surgical management of gpf caused by a gastric diverticulum. 2-0 prolene (eth) was used to closed the diaphragmatic opening. Reported complications: 2-0 prolene (eth), abdominal wound dehiscence with pus-like discharge, treatment: not reported, fever, treatment: not reported, inflammation, treatment: contrast-enhanced CT scan, infection, treatment: antibiotics. In conclusion, this case demonstrates that surgical intervention should be considered the primary treatment option when managing a patient diagnosed with gpf.